Event description:
During the paroxysmal supraventricular tachycardia procedure, there was a delay due to noise on electrodes 3 and 4. The pin box was changed and the cable was exchanged with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported noise issue could not be conclusively determined.